Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci product associated with the customer-reported complaint. A review of the provided image showed a dislocated distal grip. .

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the 8mm fenestrated bipolar forceps installed on universal surgical manipulator (usm) 2 suddenly stopped working/responding and the customer was not able to remove it normally. The operating room (or) staff removed instrument and cannula together after which they continued surgery with a new fenestrated bipolar forceps on the same arm which did not have a problem. The nurse contacted technical support to report this issue after the procedure was completed. Technical support engineer (tse) did not find any error message pointing to this problem or a problem with usm 2 during this surgery or surgeries the past 2 weeks. Or staff did a through wash-out of the patient and took an x-ray which did not show any foreign bodies were left behind. The caller stated that as far as they know, the patient did not suffer additional injuries from this issue. Images of the instrument were provided for review. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: patient information was obtained.